Event description:
It was reported that patient visited ER due to elevated and unspecified blood glucose levels while wearing the pod for an unspecified amount of time. Patient reported that she visited ER on an unspecified date due to pod leaking insulin and not delivering insulin as expected during wear which resulted in high glucose levels. The reported ER visit was between 4 to 5 hours. Patient reported feeling symptoms which includes pain in the legs, weakness, blurred vision, sweating, headaches, and malaise. The patient was diagnosed with ketones and uti (urinary tract infection) during ER visit. Patient was treated with antibiotics. No additional information is available at this time. If any additional information is obtained, a supplement report will be submitted.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: data not available. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.